Manufacturer narrative:
The following field had been updated with additional information: h6 correction: e1 other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion website had been down and system lost communication. The technical support specialist (tss) identified errors in the weblog and notes, including the specific error indicating that the log for database 'tempdb' was not available when attempting to access the database. The tss restarted the database instance. After the restart, all systems functioned normally, and the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, its server was down and devices on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, its server was down and devices on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.